Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string on the tampon broke leaving the tampon inside. She was unable to remove the tampon herself so she went to the ER where the tampon was removed. Consumer stated she was doing fine and did not receive any further medical attention.